Event description:
The customer states that they are getting excessive flagging for low results (dispersional data alerts) when using a cell-dyn 1700 cs analyzer. One pt sample yielded a hgb=4.7 g/dl and plt=68 k/ul results that upon repeat generated the following; hgb=14.8 g/dl and plt=249 k/ul. Service was dispatched to the site. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.